Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false episodes due to electromagnetic interference/noise sensing. It was noted that the patient was undergoing an magnetic resonance imaging (MRI) procedure at the time. The icm remains in use. No patient complications have been reported as a result of this event.